Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 12 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on fully. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2018-00180, 1220908-2018-00185, 1220908-2018-00187, 1220908-2018-00188, 1220908-2018-00109 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message and was unable to power on fully. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2018-00180, 1220908-2018-00185, 1220908-2018-00187, 1220908-2018-00188, 1220908-2018-00109 for similar events reported from the same customer.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.